Event description:
Reportable based on analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, crossing difficulties were encountered. Access was obtained via the femoral artery. The 4.00x20mm, 90% stenosed de novo lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. The 4.00x20mm taxus liberte stent delivery system (sds) was advanced to but could not cross the target lesion. The physician used a taxus liberte 3.5x24mm to complete the procedure. There were no patient complications and the patient condition was listed as "stable". However, the returned product evaluation revealed stent damage.

Manufacturer narrative:
Device evaluated by the manufacturer: visual and microscopic examination identified distal stent damage. Distal stent struts on row 1 were raised distally. This type of damage is consistent with the device encountering some form of resistance during advancement and/or withdrawal. The tip was slightly flared. This type of damage is consistent with guidewire movement during attempts to cross the lesion. No kinks or damage were noticed along the shaft of the device. The balloon section of the device was visually and microscopically examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. (B)(4).